Event description:
The customer reported via phone call indicating that the insulin pump alarm an a33. Customer's blood glucose was 644 mg/dl. The customer has taken a correction dosage. Customer stated that he was changing infusion set and during priming the device alarm error. The customer declined to troubleshoot for high blood glucose because of the device malfunctions. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during displacement test due to excessive motor axial play. The insulin pump was unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to prime alarm. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.